Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to verify pump error 43, pump error 80, pump error 28, pump error 81, pump error 19, pump error 4, pump error 3, pump error 2, perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm and able to rewind the insulin pump. Customer was performed self test and it was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The product will be return for analysis.